Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they were informed from the patient¿s physician about the stimulation turning off by itself. It was suspected that the ins was discharged due to the patient getting a passive recharge screen. The rep indicated that per the physician, this issue has been occurring for about the past 6 months. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that there was nothing that led to the implant turning itself off, it just turned off sometimes for no reason. The patient reported that in order to resolve this issue, it required patience on their part. The patient was (B)(6) pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller ¿has been acting up¿. It was reported that the controller turns itself off, doesn't charge and when trying to increase stim nothing on the screen changes and it doesn't increase. The patient reported that they tried to increase stim in the office and the screen didn't change and stim didn't increase. The rep recommended that the replacement controller be sent. No patient complications have been reported because of this event. Additional information received from the patient on september 30th, 2019, that the patient previously replaced the controller because it was not working and now the new controller isn't charging the implant properly. The patient reported that it took about 7 hours to charge because it kept showing the no device found screen. The patient presses try again, recharge, and it does not resolve the issue. Due to this issue, the patient was in pain. A replacement controller was sent to the patient. On october 2nd, 2019, the patient reported still having trouble charging the implant and she was still getting no device found when charging. The patient reported that the implantable neurostimulator (ins) charges to 30%, and dies and not working. The patient met with a healthcare professional (hcp) because her pain was getting worse. The hcp checked the incision and everything seemed fine. A manufacturer representative (rep) checked the devices too and they seemed fine. During troubleshooting, the ins was low, the controller was at 90%, and the patient was unable to establish recharging. According to the patient, the screen was going back and forth, and all the number are 100 high/low. Sometimes, the controller depletes and the ins was not charging . She charges the up the controller and starts the process over again. Furthermore, the patient reported that she gets up in the morning, she is hurting, she check her implant, and the implant turns itself off. When the patient checks the implant battery status on the controller, the controller shows the stimulation was off. It was noted that the hcp and the rep were aware of the implant turning off by itself, which happened prior to (B)(6) 2019. The patient charges the implant before she goes to bed and she knows her implantable neurostimulator (ins) was not draining overnight. She checks the ins when she wakes up and the controller shows the ins status was off. There were no further complications or anticipations reported with this event.